Manufacturer narrative:
Exact date unknown, event occurred a year ago from the date manufacturer became aware of the event.

Event description:
It was reported that the patient was charging the ipg more often. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was kept by the medical facility.